Event description:
The cable on the laparoscopic liver retractor broke inside of the abdomen during the laparoscopic nissen fundoplication, hernia repair with mesh surgical procedure. The event happened almost immediatley after the cable had been twisted (knob on outside of instrument)to make the triangular shape (cable broke).the laparoscopic exam was completed with no evidence of retained pieces per the surgeon. All pieces of the broken liver retractor were compared with a like instrument and accounted for by staff. (The pieces remained on the cable and were carefully pulled back and off the surgical field without incident.) Two view abdominal x-rays were completed and read by two staff radiologists. Due to previous abdominal surgeries (tubal ligation and cholecystectomy) question was raised of a foreign body in abdomen. The surgeon consulted with additional surgeons and a decision was made to take the patient to the pacu for further x-rays with all monitoring leads removed. Foreign body was still seen in abdomen, but since all pieces of the liver retractor were accounted for, this was felt to be from a previous surgery (? Clip, etc). The or manager did some research and found that this particular retractor had been in use for 15 months ((B)(4) 2010) and used approxiamtely 14x per month. The manufacturer did not specify a lifetime usage limitation.